Event description:
The customer contacted stryker to report that the energy up/down arrows of their device are unresponsive. This issue may prevent the device from providing appropriate therapy if it were needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Section d4 lot/serial no. Of initial MDR indicates: (B)(6) section d4 lot/serial no. Of initial MDR should indicate: (B)(6)section d4 catalog n. Of initial MDR indicates:(B)(6)section d4 catalog n. Of initial MDR should indicate(B)(6).

Event description:
The customer contacted stryker to report that the energy up/down arrows of their device are unresponsive. This issue may prevent the device from providing appropriate therapy if it were needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer has not return the device to stryker for investigation. The reported issue could not be verified, and root cause could not be determined.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that the energy up/down arrows of their device are unresponsive. This issue may prevent the device from providing appropriate therapy if it were needed. There was no patient use associated with the reported event.